Event description:
A malfunction alarm occurred, identified by code malf 0, and technical assistance was provided. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer received instructions for resetting the pump and did not experience a recurrence of the malfunction thereafter. Technical support advised the customer to continue using the pump and to contact them if the malfunction happened again, which the customer acknowledged and understood.